Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called the sales management team and informed that the customer passed away. The caller stated that the customer had high blood glucose over 400 mg/dl, while wearing the insulin pump, but they were not sure if the incident was insulin pump related or not . An attempt was made to call back the customer's next of kin with the provided number; however, there was no answer. Additional attempts will be made to contact the customer's next of kin. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.